Manufacturer narrative:
Concomitant medical product: product ID: w4tr03 crtp, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion and left ventricular (lv) lead thresholds were high. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.